Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified this device has not been in for service in the previous 12 months. The event history log identified the reported issue however, it was not replicated. The root cause of the issue was unknown. As a preventative measure, the downstream occlusion (dso) sensor and front piezo were replaced. The device then passed all tests after the repairs

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. # (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a downstream occlusion alarm. There was unknown patient involvement and unknown patient harm reported.